Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. There was no flattened connection portion. An underwater pressure test was also performed with no issued noted. Functional test including self-test and priming was performed and no abnormality was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the homechoice cassette had a connection issue; further described as ¿the connection potion is flattened, so the connection cannot be made.¿ this was observed prior to use of the device for peritoneal dialysis (pd) therapy. There was no patient involvement. No additional information is available.